Manufacturer narrative:
A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. The event is consistent with a hypersensitivity type reaction. Hypersensitivity or allergic adverse reactions are known risks of hemodialysis. The nxstage user guide and instructions for use include allergic reaction as a potential risk associated with dialysis therapy and also include warnings to monitor for potential allergic reactions. Biocompatibility of the device has been established.

Event description:
A report was received on 22 aug 2025 from the nurse of a 62-year-old male patient with a medical history including end stage renal disease, who stated the patient's blood pressure dropped (68/48 mmhg) and he experienced itching within the first five minutes of an in-center hemodialysis treatment on (B)(6) 2025. Additional information was received on 25 aug 2025 from the home therapy nurse (htn) who stated the patient was also lethargic and sweating. Treatment was terminated and emergency medical services (ems) were called, 50mg intravenous diphenhydramine (benadryl), a saline bolus and oral glucose were administered to the patient. Ems arrived on scene, oxygen was given to the patient, he was transported to the hospital and admitted. Per the htn, the patient was discharged in stable condition on (B)(6) 2025 and has resumed therapy with the nxstage system.